Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.na

Event description:
An individual report was reported through a research article titled ¿: treatment with 48-mm everolimus-eluting stents¿. A xience xpedition 48mm stent (s) was implanted in the left anterior descending (lad) coronary artery. 10 months later, the patient presented with an mi. Imaging was performed and an ostial occlusion of the xience stent was observed due to restenosis. The lad was attempted to be re-opened percutaneously, when he developed refractory heart failure and passed away.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. It should be noted that the reported patient effect(s) of myocardial infarction, stenosis, and death are listed in the xience xpedition 48 everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported death, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.